Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was programmed to auto capture in the right ventricular (rv). The thresholds was 0.6 volts. The device had stepped down to 0.2 volts but never ended the test and the patient went asystolic for about 3-5 seconds. The reason for why the device never ended the episode was unknown. The pacemaker was programmed to a fixed output. No further complications have been reported. This product remains in-service.